Event description:
This is the second of three reports (same facility, 2 have same product ID (and same lot number), different patients). Linked to mfg reports: 9612007-2016-00030 and 9612007-2016-00032. On (B)(6) 2016, the im1s licox unscrewed and the fiber lost contact with the support. A total of 5 (five) devices were implanted less than 24 hours before). There was no monitoring possible until the neurosurgeon came back and implanted a new one. The hospital considered it a minor incident and no patient injury or death was reported.

Manufacturer narrative:
Integra has completed their internal investigation on 30 sep 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the cc1p1 licox probe sn (B)(4) was received without ip1 introducer, nor bolt or accessories. The possible luer connections with the protection tube and with the introducer were tested with an ip1 introducer (received for another complaint at the same time, from the same hospital) : they were found functional, without anomaly. Screwing was performed without anomaly, ensuring correct fixation of the probe. The complaint is not verified on the received product, mechanical connections are correct if screwing is performed correctly the device was manufactured by biot. The received device was not an im1s lot 195386 but an ip1p lot 195386, sn (B)(4). The device history records of ref ip1p, lot 195386, sn (B)(4) were reviewed and did not reveal any anomaly. The batch was manufactured in may 2016 and included (B)(4) products. No similar complaint was received for a product from this batch. The review of integra complaint tracking database since 2013 revealed a total of (B)(4) similar complaints (including this one) of connection issues with cc1p1 and related kits. No complaint was received in 2013 and in 2014. (B)(4) complaints were received in 2015 (3 from the same hospital but they were not using the integra introducer). One complaint was received in 2016, (not using integra introducer) and two received from grenoble hospital. None of these complaints were verified. This review does not conclude to a negative trend. (B)(4). Conclusion: the complaint is not verified on the received product, mechanical connections are correct if screwing is performed correctly. The exact root cause of the reported unscrewed connection could not be determined. Given the investigation results and the history of use of the product, no further investigation nor corrective action is deemed required. Instructions for use are deemed adequate.